Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause was not provided, and a specific bg value was not provided. Additional information regarding the reported event was not provided. Reportedly, the customer continued to use the pump for insulin therapy.